Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure via femoral artery, the system was unable to track fully over the guide wire after insertion into the patient. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure via femoral artery, the system was unable to track fully over the guide wire after insertion into the patient. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the lifestream device was returned for evaluation. Images and video files were not provided for review. Therefore, the result of the investigation is unconfirmed for the reported device to guidewire incompatibility issue. The root cause for the reported device to guidewire incompatibility issue could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use for this lifestream device was reviewed and the following sections are applicable. Indication for use the lifestream balloon expandable vascular covered stent is indicated for the treatment of atherosclerotic lesions in common and external iliac arteries. Contraindications: the lifestream balloon expandable vascular covered stent is contraindicated for use in: patients with uncorrected bleeding disorders. Patients who cannot receive recommended antiplatelet and/or anticoagulation therapy. Patients who are judged to have lesions that prevent complete expansion of the implant based on the lesion morphology, the diagnostic angiography and/or lesion response during pre-dilation. Lesions in which the lumen diameter post balloon angioplasty is insufficient for the passage of the endovascular system. Lesion locations subject to external compression. Warnings: the lifestream balloon expandable vascular covered stent is supplied sterile (by ethylene oxide) and is intended for single use only. Do not resterilize. After resterilization, the sterility of the product is not guaranteed because of an indeterminable degree of potential pyrogenic or microbial contamination which may lead to infectious complications. Cleaning, reprocessing and/or resterilization of the present medical device increases the probability that the device will malfunction due to potential adverse effects on components that are influenced by thermal and/or mechanical changes. Do not use the device if sterile packaging/pouch has been damaged or unintentionally opened prior to use. Use the device prior to the use by date specified on the package. Should excessive resistance be felt at any time during the procedure, do not force passage. H10: g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.